Manufacturer narrative:
Consumer admits to laying on the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.

Event description:
Consumer claims she was using a heating pad for her lower back by laying on it late at night, the auto off did not function and her entire back is burned. She is also claiming that there is damage to her bedding and alleges that she received medical treatment.